Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 125480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria and kidney stones. Concurrent conditions included hypermenorrhea, incontinence of urine, uterine leiomyoma, uterine bleeding, anemia and muscle weakness. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems :other, vag. Infect"), cystitis ("bladder/urinary problems :other, vag. Infect, bladder infect"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), nocturia ("psychological or psychiatric problems condition: nocturia"), stress ("psychological or psychiatric problems condition:stress"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypertension ("blood or heart disorder/condition type: hypertension") and cystocele ("other injury(ies) or complication(s) please describe: cystocele") and was found to have hormone level abnormal ("hormonal changes") and white blood cells urine positive ("infection (bladder/urinary tract/vaginal) type: leukocytes were found in my urine, infection (other) describe: leukocytes in urine"). The patient was treated with surgery ((B)(6) 2018, hyst. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, menorrhagia, anaemia, vaginal infection and cystitis had resolved and the hypersensitivity, psychological trauma, migraine, headache, fatigue, hormone level abnormal, vaginal haemorrhage, white blood cells urine positive, nocturia, stress, bladder disorder, urinary tract disorder, hypertension and cystocele outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, cystitis, cystocele, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, migraine, nocturia, pelvic pain, psychological trauma, stress, urinary tract disorder, vaginal haemorrhage, vaginal infection and white blood cells urine positive to be related to essure. The reporter commented: discrepancy noted in essure insertion date patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse),other, back pain, menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed other), psych injury, bladder/urinary problems :other, vag. Infect., bladder infection, migraine, headaches, fatigue. Discrepancy noted in essure removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on an unknown date: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received- new events added: hormonal changes, abnormal bleeding(vaginal), infection (bladder/urinary tract/vaginal) type: leukocytes were found in my urine, psychological or psychiatric problems condition: nocturia, stress,bladder or urinary problems or changes,blood or heart disorder/condition type: hypertension, other injury(ies) or complication(s) please describe: cystocele. Lot number and reporters information were added. Concomitant and historical conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems :other, vag. Infect"), cystitis ("bladder/urinary problems :other, vag. Infect, bladder infect"), migraine ("migraine"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2018, hyst. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, menorrhagia, anaemia, vaginal infection and cystitis had resolved and the hypersensitivity, psychological trauma, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), other, back pain, menorrhagia (heavy menstrual bleeding), anemia, gen. Abnormal. Bleed other), psych injury, bladder/urinary problems :other, vag. Infect., bladder infection, migraine, headaches, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received events "pelvic/abdominal, dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), anemia, gen. Abnormal. Bleed other), allergy: hypersensitivity, psych injury, bladder/urinary problems : vaginal. Infection., bladder infection, migraine, headaches, fatigue" were added. Outcome of events "pain, bleeding, bladder/urinary" were updated as recovered. Reporter information and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 125480-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria and kidney stones. Concurrent conditions included hypermenorrhea, urge incontinence, uterine leiomyoma, uterine bleeding, anemia and muscle weakness. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain/lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy: hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems :other, vag. Infect"), cystitis ("bladder/urinary problems :other, vag. Infect, bladder infect"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), nocturia ("psychological or psychiatric problems condition: nocturia"), stress ("psychological or psychiatric problems condition:stress"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypertension ("blood or heart disorder/condition type: hypertension") and cystocele ("other injury(ies) or complication(s) please describe: cystocele") and was found to have hormone level abnormal ("hormonal changes") and white blood cells urine positive ("infection (bladder/urinary tract/vaginal) type: leukocytes were found in my urine, infection (other) describe: leukocytes in urine"). The patient was treated with surgery ((B)(6) 2018, hyst. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, menorrhagia, anaemia, vaginal infection and cystitis had resolved and the hypersensitivity, psychological trauma, migraine, headache, fatigue, hormone level abnormal, vaginal haemorrhage, white blood cells urine positive, nocturia, stress, bladder disorder, urinary tract disorder, hypertension and cystocele outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, cystitis, cystocele, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, migraine, nocturia, pelvic pain, psychological trauma, stress, urinary tract disorder, vaginal haemorrhage, vaginal infection and white blood cells urine positive to be related to essure. The reporter commented: discrepancy noted in essure insertion date patient received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse),other, back pain, menorrhagia (heavy menstrual bleeding),anemia, gen. Abnormal. Bleed other), psych injury, bladder/urinary problems :other, vag. Infect., bladder infection, migraine, headaches, fatigue. Discrepancy noted in essure removal date- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on an unknown date: unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.